Event description:
Customer reported obtaining false positive dau (drugs of abuse in urine) patient results on their au 5800 clinical chemistry analyzer. The customer did not identify the assay impacted. The exact number of erroneous results is unknown as patient data was not available. The erroneous patient results were not reported outside of the laboratory. There was no impact to patient treatment in connection to the event reported. There was no report of an injury or illness to the patient attributable to the output from the device in this event. Quality control (qc) was within specification prior to the event.

Manufacturer narrative:
The beckman field service engineer (fse) checked the instrument and found photometry data errors. The fse did not find any problems on the "csv" files. The fse replaced the photometry control board. The fse performed system verification successfully. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).